Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complaint, the resolution clip was locked onto tissue but would not release from the delivery catheter. The clip was pulled off of the tissue. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.